Event description:
On 4/10/98 approximately 4:35 pm, an intraortic balloon catheter was inserted by the cardiologist. Pt. Was maintained on the intra aortic balloon pump until 4/14/98 0115 am at which time the intra aortic balloon ruptured. Blood was noted in the tubing and the tubing was immediately clamped by the perfusionist. The cardiologist was notified immediately by the perfusionist at which time the cardiologist gave orders to the perfusionist to remove the balloon. Attempt to remove the balloon was unsuccesful. The cardiovascular surgeon was notified per the cardiologist requesting that the cardiovascular surgeon surgically remove the balloon catheter. Cardiovascular surgeon took the pt to o.r. At which time he successfully removed the balloon catheter. The balloon catheter had dried blood and clots confined within the balloon portion of the catheter which was noted after the balloon was surgically removed. The pt's underlying condition continued to deteriorate. The pt developed cardiopulmonary arrest and expired after attempts to resuscitation were unsuccessful. Pronounced on 4/14/98 at 0355.